Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 165 mg/dl and current blood glucose was 449 mg/dl. Customer did experienced the symptoms such as refusing water a little thin. The customer was treated with bolus. Customer auto mode feature was active. Customer reported that the does not allege pump was under delivering. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.